Event description:
A report was received that the pt's precision system had been explanted.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned for further evaluation.